Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/migration of implant /migration of essure device location of device:partially in uterus,"), fallopian tube perforation ("perforation of organs/ migration of implant/ migration of essure device location of device: partially in fallopiantube partially in uterus,"), device breakage ("fracturing of the implant /migration of essure device location of device: partially in fallopian tube partially in uterus") and genital haemorrhage ("bleeding") in a 29-year-old female patient who had essure (batch no. D13377) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no" and device difficult to use "when attempting to remove the essure, the delivery coil broke off. Due to the micro-insert being placed in the fallopian tube and the delivered coil breaking off, the lretrieval was attempted; however, the retrieval to remove the implant was unsucces". The patient's medical history included weight gain, obesity, melanoma, irritable bowel syndrome and multiple allergies. Concurrent conditions included migraine and asthma. Concomitant products included cetirizine hydrochloride, salbutamol (albuterol hfa) and topiramate (topamax). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy(partial), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and weight increased outcome was unknown and the female sexual dysfunction, abdominal pain and genital haemorrhage had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menorrhagia, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 235 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Pathology test - on (B)(6) 2016: a1-a2, each contains two random sections of possible cervical tissue; a3- a6, each contains one full-thickness section of uterine wall b. The specimen is designated "left tube with foreign body" and consists of a fimbriated fallopian tube that is 5.7 cm in length x 0.4 cm in average diameter. The external surface is tan-pink to purple with minimal congestion that is diffusely distributed. Sectioning reveals tan-pink, minimally congested cut surfaces with no distinct lesions. Received separately in the same container is a 5.8 x 2.7 cm metallic, pliable essure device. Rs 2 (s16-48836) summary of cassettes: b1, fimbriated end (bisected); b2, three random sections of fallopian tube c. The specimen is designated "right tube" and consists of a fimbriated fallopian tube that is 6.4 cm in length x 0.5 cm in average diameter. The external surface is tan-pink to red-purple with focal areas of congestion that are diffusely distributed. Sectioning reveals unremarkable cut surfaces with no distinct lesions. Rs 2 (s16-4883. Ultrasound bladder - on (B)(6) 2016: on ultrasound, limited views of her anterior cul-de-sac note her bladder to measure 46 x 21 x 89 mm. The uterus is anteverted, measuring 63 x 26 x 39 mm. The endometrium measures 1 mm in thickness. There is an essure device seen to the left that is partially in the uterus and partially, I believe, in the fallopian tube. This is fairly well documented on ultrasound.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,dysmenorrhea ,migraine quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/migration of implant /migration of essure device location of device:partially in uterus,"), fallopian tube perforation ("perforation of organs/ migration of implant/ migration of essure device location of device: partially in fallopiantube partially in uterus,"), device breakage ("fracturing of the implant /migration of essure device location of device: partially in fallopian tube partially in uterus") and genital haemorrhage ("bleeding") in a 29-year-old female patient who had essure (batch no. D13377) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no" and device difficult to use "when attempting to remove the essure, the delivery coil broke off. Due to the micro-insert being placed in the fallopian tube and the delivered coil breaking off, the lretrieval was attempted; however, the retrieval to remove the implant was unsucces". The patient's medical history included weight gain, morbid obesity, melanoma, irritable bowel syndrome and multiple allergies. Concurrent conditions included migraine and asthma. Concomitant products included cetirizine hydrochloride, salbutamol (albuterol hfa) and topiramate (topamax). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy(partial), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and weight increased outcome was unknown and the female sexual dysfunction, abdominal pain and genital haemorrhage had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menorrhagia, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 235 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Pathology test - on (B)(6) 2016: a1-a2, each contains two random sections of possible cervical tissue; a3- a6, each contains one full-thickness section of uterine wall b. The specimen is designated "left tube with foreign body" and consists of a fimbriated fallopian tube that is 5.7 cm in length x 0.4 cm in average diameter. The external surface is tan-pink to purple with minimal congestion that is diffusely distributed. Sectioning reveals tan-pink, minimally congested cut surfaces with no distinct lesions. Received separately in the same container is a 5.8 x 2.7 cm metallic, pliable essure device. Rs 2 (s16-48836) summary of cassettes: b1, fimbriated end (bisected); b2, three random sections of fallopian tube c. The specimen is designated "right tube" and consists of a fimbriated fallopian tube that is 6.4 cm in length x 0.5 cm in average diameter. The external surface is tan-pink to red-purple with focal areas of congestion that are diffusely distributed. Sectioning reveals unremarkable cut surfaces with no distinct lesions. Rs 2 (s16-4883. Ultrasound bladder - on (B)(6) 2016: on ultrasound, limited views of her anterior cul-de-sac note her bladder to measure 46 x 21 x 89 mm. The uterus is anteverted, measuring 63 x 26 x 39 mm. The endometrium measures 1 mm in thickness. There is an essure device seen to the left that is partially in the uterus and partially, I believe, in the fallopian tube. This is fairly well documented on ultrasound.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,dysmenorrhea ,migraine most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporters information updated.lot no. Added .eevnt: migration of implant were updated to essure device location of device: partially in fallopian tube partially in uterus. Events:abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain,did you undergo an essure confirmation test: no, weight gain , device insertion difficult were added. Perforation organ replace with uterine perforation and fallopian tube perforation and device dislocation is clubbed with fallopian tube perforation and device expulsion is clubbed with uterine perforation. Outcome of events were updated.medical history , concomitant drugs , lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device breakage ("fracturing of the implant") and device dislocation ("migration of implant") in a female patient who had essure inserted. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the perforation, device breakage and device dislocation outcome was unknown. The reporter considered device breakage, device dislocation and perforation to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.